Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump battery could not be charged. Additionally, the pump intermittently shut off unexpectedly. Customer¿s blood glucose level was 416mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.